Event description:
Decubitus was noted at both tips of the device due to erosion. No infection was present.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an infection was present around the device wound. The device was explanted. The patient was stable.